Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
New information notes that the lead was explanted and replaced when repositioning was unsuccessful.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Event description:
It was reported that the patient received an alert for nonsustained lead noise. Review of session records revealed loss of capture on the rv or lv lead during multiple episodes of the nonsustained lead noise. Patient was asymptomatic. Programming changes were made. Lead remains implanted.

Manufacturer narrative:
Device evaluation anticipated but not yet begun.